Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter experienced blood backflow. The following information was provided by the initial reporter: venous blood immediately flowed back up the cannula, and out of the top port. The only way to stop this was to remove the cannula.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter experienced blood backflow. The following information was provided by the initial reporter: venous blood immediately flowed back up the cannula, and out of the top port. The only way to stop this was to remove the cannula.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.